Event description:
The customer contacted baxter's technical service center (tsc) regarding a system error (se) 2240 which occurred on the homechoice (hc) during use. The baxter technical service representative (tsr) asked if the home patient (hp) had disconnected at any time prior to the alarm. She said no at first, but after closing her clamps, she realized she had disconnected. The tsr explained that air got in her lines and she needed to start over with new supplies. There was no patient injury or medical intervention indicated at the time of the initial report. There was patient involvement. Product surveillance contacted hp on (B)(6) 2011 regarding the system error 2240 alarm. The hp reported that the issue was resolved by starting over with new supplies. The hp stated that she was in dwell 1, hit stop, and disconnected to get the 2nd half of her sandwich. She capped off the transfer set but not the patient line, returned to her room, and laid down. She never re-connected. The hp said the cycler alarmed system error 2240 and she called baxter. The technician informed her to start over with new supplies. The hp started over with new supplies. Her initial drain was set at 17ml. The cycler moved to fill. The hp has tidal therapy. By dwell 4 of 6, the hp said she called baxter again for assistance to end therapy. The hp said that she felt bloated and her back hurt. The hp did a manual drain and stopped at the cycler at 3680ml. She went to the restroom, vomited, and had diarrhea. The hp said she informed her nurse of the incident. The hp stated that she is doing fine and continuing therapy without issues. The hp stated that she had discarded the supplies after therapy, and did not know the lot numbers. No allegations were made against any of the hp's dialysis products. No patient injury or medical intervention was indicated. No further information was provided.

Manufacturer narrative:
(B)(4). The reported problem was confirmed. The assignable cause was use error - patient not connected when therapy initiated. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA. The labeling provided in the patient guide was found to be sufficient and accessible to the complaint.

Manufacturer narrative:
(B)(4). There was no allegation of a product malfunction, therefore, the sample was not requested and a batch review will not be performed.

Manufacturer narrative:
(B)(4). Update cause code: the assignable cause was use error - patient disconnected from set.